Manufacturer narrative:
Neither the implicated wrap nor the criticool have been returned for evaluation, nor was a lot number or serial number provided. (B)(6) has requested this information from the user facility, as well as clinilogger data for the device. Page 4-6 of the operator's manual provides the following warning statement: "water may drip from the inlet tubes of the garments. Be sure that no electrical device or outlet is located under the critcool's water inlet or garment tubes. When disconnecting garments from the criticool confirm that the clamps are tight, to prevent water leaking from the garment." Without additional information, it is difficult to determine what occurred in this case. It was reported that the case was continued and there was no harm to the patient. We will continue to monitor and trend similar reports of this nature. Should additional information become available, a supplemental report will be provided.

Event description:
The user facility reported the following to belmont's sales representative: "pt had been placed initiated on cooling protocol with criticool machine and wrap at 1830. No complications were noted at shift change at 1915 during bedside report. After which time, physicians positioned patient for umbilical line placement and adjusted cooling blanket wrap for procedure per protocol. After line placement complete and rn was rewrapping patient, rn observed there to be a large amount of fluid saturating the sheet underneath of the patient and cooling blanket. Blanket was still circulating water and did not have any alarms. Unable to determine the source, the blanket was changed out per protocol. New blanket did not fill immediately, and blanket was disconnected and reconnected several times to ensure proper connection, as well as ensuring enough water was in the tank. No alarms indicated any malfunction, and after approximately 5 minutes, water began to flow. Total time that patient was without direct cooling therapy was approximately 15 minutes. Core temp did not fluctuate during this time."